Manufacturer narrative:
E1 reporting institution phone number - (B)(6).

Event description:
Philips received a complaint from the customer on the v60 device indicating that there was battery failure. It is currently unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. Onsite service is currently pending.

Manufacturer narrative:
A field service engineer (fse) went onsite and confirmed the reported issue. The fse then replaced the battery and confirmed the reported issue was resolved. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.

Manufacturer narrative:
A field service engineer (fse) went onsite and confirmed the reported issue. It was found that the battery was being used for over 5 years. Per the v60 user and service manuals, it is recommended to replace the battery every 5 years based on the date of manufacture recorded on the battery label and in diagnostic mode on the ventilator information screen. The fse then replaced the battery and confirmed the reported issue was resolved. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.

Manufacturer narrative:
The b5 of the initial report should have included the information that the reported issue was found during preventive maintenance of the device. There was no patient involvement at the time the issue was discovered. H6-health impact code is corrected.